Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited phantom programming. During interrogation at follow-up, the device exhibited different setting then originally programmed. The device had to be reprogrammed at each follow-up. The patient would be monitored.